Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a battery out limit alarm and the buttons does not work. The customer¿s blood glucose was 119 mg/dl at the time of incident. Customer stated that the insulin pump alarmed battery out limit after battery change and unable to clear the alarm. Customer also reported that a new battery did not resolve the issue and the insulin pump alarmed another battery out limit. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.